Event description:
It was reported that one day post implant, the patient alarm triggered due to high impedance. It was also reported that threshold could not be obtained through the device. It was further reported that the impedance measurement through the analyzer was normal and they were able to obtained threshold measurement; however, when the lead was re-connected back to the device, high impedance and non-obtainable threshold was noted again. It was subsequently reported that the issue was possibly due to the device header. It was further reported that there was no capture through the device. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that one day post implant, the patient alarm triggered due to high impedance. It was also reported that threshold could not be obtained through the device. It was further reported that the impedance measurement through the analyzer was normal and they were able to obtained threshold measurement; however, when the lead was re-connected back to the device, high impedance and non-obtainable threshold was noted again. It was subsequently reported that the issue was possibly due to the device header. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.